Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure. The ipg will be replaced due to the database analysis confirming that the ipg was discharging too rapidly. This had been reported in MFR report #: 3006630150-2014-01780.

Event description:
A report was received that the patient was having difficulty in charging the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient had non-device related seroma. The patient¿s battery site was drained and the ipg was flat. The charging issue had been resolved. The patient will undergo a revision procedure for an unknown reason. Additional information was received that the patient will undergo an ipg replacement procedure. The ipg will be replaced due to the database analysis confirming that the ipg was discharging too rapidly.

Manufacturer narrative:
Additional information was received that the patient had non-device related seroma. The patient¿s battery site was drained and the ipg was flat. The charging issue had been resolved.

Event description:
A report was received that the patient was having difficulty in charging the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure. The ipg will be replaced due to the database analysis confirming that the ipg was discharging too rapidly. This had been reported in MFR report #: 3006630150-2014-01780.

Event description:
A report was received that the patient was having difficulty in charging the ipg. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having difficulty in charging the ipg. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having difficulty in charging the ipg. The patient will undergo a pocket revision.